Event description:
The customer called due to low blood glucose levels. The customer changed three different reservoirs without disconnecting from the infusion set. The customer's blood glucose levels were dropping quickly during the call and the paramedics were called for assistance. The paramedics arrived and assisted the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.